Event description:
During preventative maintenance of the device, the user reported the occlusion ring on the pump was cracked. No other details regarding nature of the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.